Event description:
It is reported that the hip stem's packaging was discovered damaged while being opened for surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.